Event description:
When attempting to deploy the vascular closure device they were unsuccessful as the ending was concave instead of open and circular. This happened on two devices, a 3rd one was used and they were able to complete the procedure.